Manufacturer narrative:
Concomitant medical products: ddbc3d1, ICD implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing on stored electrograms was observed. The patient's right atrial lead remains in use. No patient complications have been reported as a result of this event.